Event description:
It was reported by the customer that the device has a defib failure, issue unk. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.